Event description:
It was reported that partial deployment occurred. The target lesion was located in the occluded superficial femoral artery (sfa). Two 6x150, 130 cm eluvia drug-eluting vascular stent systems were selected for use. During insertion, both stents did not fully deploy. The procedure was completed successfully using alternative devices. There were no patient complications.